Event description:
The surgeon discovered notching of the poly liner insert with subsequent loosening of the acetabular cup during revision surgery and determined notching and loosening was the cause of the revision. The surgeon believed this was a rare, but nominal complication of the previous surgery.